Event description:
The customer reported that bleeding from smaller vessels in the omentum although end tones, indicating a completed seal cycle, were heard. Blood loss was described as being approximately 150ml in volume. The surgeon continued to use this device to complete the procedure.

Manufacturer narrative:
(B)(4). One used lf1637 was received for evaluation, and visual inspection found tissue in the jaw hinge. The customer reported that the sealing capability was less than normal. The reported condition was not confirmed. The device was plugged into the generator and was recognized. The device was tested for activation on simulated tissue and end tones, indicating completed seal cycles, were heard. Additional functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. The device was activated while pressing the button in various locations to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. The IFU states; do not place the vessel and/or tissue in the jaw hinge, place the vessel and/or tissue in the center of the jaws. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.